Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a prime alarm. The blood glucose reading was 319 mg/dl. The patient treated with a needle. In troubleshooting, the drive support cap was slightly protruded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.